Event description:
It was reported to boston scientific corporation ,that a vaxcel plus dialysis catheter was placed for therapeutic purposes in a patient. Please note that the date of the event is unk. During the procedure, the peel away sheath did not peel properly and broke. The procedure was completed with another device. There were no complications reported with this event.

Manufacturer narrative:
This device is not due to be returned as it has been disposed. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot, upon lot 1210606.